Event description:
A male pt called lifecor customer support to report that the monitor keeps tellin ho to "connect the belt." The pt reported that he disconnected the electrode belt the other day because it got "tangled". Supprot asked him to disconnect the electrode belt to check the pins inside the connector. He responded that they look ok, but it looks loke "one or two" pins might be bent. A review of the pt's downloaded data indicates a belt connection problem. A replacement electrode belt wa provided.